Event description:
It was reported during an unknown procedure that the clips would not advance. Another like instrument was used. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physicial condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be non-funcitonal. It was concluded that the instrument was conforming to manufacturing specifications. The batch history records were reviewed with no anomalies noted during the manufacturing process.